Manufacturer narrative:
The coil was found to be stretched during product analysis. Complaint conclusion: during the cerebral embolization procedure, the micrusphere 10 platinum microcoil 7 mm x 13.9 cm (sph10070020/c10512) failed to detach. The coil was retired carefully. The product was stored according to labeling instructions. Additional information received through product analysis that the coil was stretched. No further information could be obtained. The 13.9 centimeter long coil was returned stretched approximately 58.0cm. The circumstances of how and where the coil was stretched cannot be determined based on the information received. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the coils inability to be detached at the target site was most likely due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. It was not reported if the microcoil system was electrically tested prior to patient use. If the microcoil system was not tested prior to patient used, then for then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the identification or the return of the detachment control box (dcb), the unidentified connecting cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was confirmed based on the product analysis. The root cause of the detachment failure as well as the coil stretching that was found during analysis could not be conclusively determined; however, procedural/handling factors may have contributed to the events. There was no evidence of a manufacturing issue associated with the event, so no corrective actions will be taken at this time.

Event description:
During the cerebral embolization procedure, the micrusphere 10 platinum microcoil 7 mm x 13.9 cm (sph10070020/c10512) failed to detach. Coil was retired carefully. The product was stored according to labeling instructions.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.